Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The spring tip was observed bent. The middle section of the guidewire was detached and did not return for analysis.

Event description:
Reportable based on device analysis completed on 12mar2025. It was reported that the wire could not cross the lesion. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A rotawire was selected for use. During the procedure, it was noted the wire could not cross the highly calcified lesion. The procedure was completed wtih another of the same device. No patient complications reported. However, device analysis revealed that middle section of the guidewire was detached and did not return for analysis.